Event description:
Pt was implanted with the esteem system (B)(6) 2012. During audiological fitting of (B)(6) 2013 it was indicated that the sp had migrated. Sp migration is a known issue associated with improper bone well preparation and/or improper sp fixation. It is known that sp migration can place stress on the tissue and result in decreased circulation in the area and infection. Explant of device on (B)(6) 2014 to support treatment of infection.

Manufacturer narrative:
Pt was treated with antibiotics.